Manufacturer narrative:
Product analysis:the spiderfx embolic protection device was received for evaluation, no ancillary devices or cine images from the procedure were received. The green delivery end of the double ended catheter was received protruding from the transportation hoop. Just proximal to white distal tip the delivery catheter appeared to be laterally crimped. Backlighting of the distal end of the delivery catheter was performed. The spider fx filter basket and floppy distal tip were located just proximal to the crimped delivery catheter tip. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician used a spider fx device as per IFU. During the procedure it was reported that, due to the sheath being broken, they were unable to be continue. The device was replaced with another medtronic product and the procedure was completed without further issue. No patient injury was reported.